Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 23.5 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2018. It was later explanted on (B)(6) 2018 because of a residual refractive error. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was the same model, but different diopter of 26.5. Reportedly, the patient is doing good. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 02/04/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was cut in 2 pieces; the cut is most probable to facilitate the explant. The conditions of the returned lens do not allow further evaluation. The reported issue could not be verified. A product quality deficiency could not be determined. Photos of the returned product have been attached. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints revealed an additional investigation request has been received for this production order number; however no product quality deficiency was reviewed as result of the investigation. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.